Event description:
During the procedure, the goldvac hand piece had started to self-activate in the holster. When the hand piece was pulled out for investigation, it continued to activate without the depression of the rocker switch.

Manufacturer narrative:
The device in question was discarded by the facility. Conmed electrosurgery was unable to perform an evaluation. Device was discarded by the facility.